Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one year eight months and two days later, post placement, for chemotherapy, the patient was diagnosed with bacteremia which was related to the port. It was further reported that fibrin sheath formation was observed and occlusion was observed. Subsequently, the patient underwent port removal procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record review alleges that, the patient underwent a procedure for the insertion of a right-sided, power-injectable, single-lumen tunneled chest port for chemotherapy access. Approximately, one year and eight months later, blood cultures were performed, which confirmed staphylococcus epidermidis bacteremia, likely associated with the implanted port. Approximately nine months later, the patient was advised to replace the bard implanted port with a vortex dual-lumen apheresis port, as the bard port had developed fibrous buildup and was technically difficult for interventional radiology. One year and nine days later the patient underwent a bard port removal procedure. Therefore, the investigation is confirmed for the reported device appears to trigger rejection and obstruction of flow due to fibrous buildup. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2021, for blood draws, blood transfusions, IV fluid delivery and IV antibiotics delivery. Approximately one year eight months later, on (B)(6) 2023, the patient was diagnosed with bacteremia which was related to the port. It was further reported that fibrin sheath formation and occlusion was observed. Subsequently, the patient underwent port removal procedure on (B)(6) 2025. However, the current status of the patient was unknown.